Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails # 14. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code), b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse accessed the backend system to inspect various data parameters. The fse identified that the negative pressure was low and required adjustment. After adjusting the negative pressure, the error message was cleared. The unit met all performance and safety specifications per the manufacturer.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) displayed an error message immediately after being turned on, indicating an electrical fault code 14. The equipment was shut down after the department reported the problem. The issue was occurred, before use of the device. There was no patient involved.